Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing intermittent blood glucose (bg) level that were displayed as "high"; however no specific value was provided. Customer changed infusion set and administered a manual injection to address bg.